Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2012 dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert due to a lead integrity alert (lia) on the right ventricular (rv) lead. It was noted there was noise, high rate non-sustained episodes, and elevated short ventricular intervals. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.